Manufacturer narrative:
The following other devices were also listed in this report: triathlon prim tib baseplate - cemented; cat# 5520-b-300; lot# ukkg. Triathlon cr fem comp #3 l-cem; cat# 5510f301; lot# sbp4n. It cannot be determined which, if any of these devices may have caused or contributed to the patient's pain. An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has not been made available due to hospital policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that surgeon revised patient's left knee due to pain. No components were shown to be loose when bone scans were taken prior to revision. Intra operatively, nothing was noted to be irregular about the components upon opening the knee capsule. Patella remained implanted.

Manufacturer narrative:
An event regarding revision due to pain involving a triathlon insert was reported. The event was not confirmed. Method & results: device evaluation could not be performed as the subject device was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: a complaint history review was not performed as no device specific failure modes were identified. Conclusions: the exact cause of the reported pain could not be determined. Based on the information provided there is no evidence the event is device related. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that surgeon revised patient's left knee due to pain. No components were shown to be loose when bone scans were taken prior to revision. Intra operatively, nothing was noted to be irregular about the components upon opening the knee capsule. Patella remained implanted.